Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device not available for return .

Event description:
It was reported to nevro that a patient had acquired an infection post implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. The patient commented that he was prone to infection and the physician had advised that the infection was not device related. Follow up report indicated that the patient was discharged.